Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced for unknown reasons. No patient complications were reported in relation to this event.

Event description:
It was further indicated that the spectra penile prosthesis removal and replacement surgery was the patient's original prosthesis placement.